Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service territory manager (stm) evaluated the iabp and replaced the fiber optic sensor extension cable assembly. The iabp then passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the fiber port connector was not working on the cardiosave intra-aortic balloon pump (iabp). No additional information available in reference to circumstance of occurrence. No patient involvement or adverse event reported.